Manufacturer narrative:
The investigation for the console self check alarm has been completed. Data logs were reviewed which confirmed that the system self check failure alarm was issued. This system self check failure was preceded by numerous errors. The console was returned for evaluation. Upon functional testing, the console was booted up in the system-self check failure. Inspection of the power batter manager circuit board (pbm) under a digital microscope confirmed that the corrosion of copper traces in vicinity of super capacitors c69 and c70. The root cause of the system self check failure was contamination of pbm through supercapacitor electrolyte leakage leading to pbm corrosion. D.2 revised common device name since the initial manufacturer device report number 1220648-2024-17879 was submitted in accordance with updated procedures. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-17879 was submitted in accordance with updated procedures.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had a system self-check failed alarm. The aic would not power down without turning off the battery. The aic was exchanged. No patient harm has been reported.